Event description:
The pt experienced a shocking or jolting sensation, progressing to intermittent stimulation. The implantable neurostimulator then quit working altogether. The pt had no stimulation sensation and was in a lot of pain. He was at home at the time of the complaint, about to travel; his status was reported as 'fair'. Approx 2 weeks after the original complaint, the pt was seen by his hcp. The hcp reported that no correctible problems were discovered when the units were examined and interrogated. Two of the electrodes had high impedance, but with reprogramming, the pt had good stimulation coverage. Explant or revision was not planned. The hcp reported the pt outcome as 'no injury'.